Event description:
During and unk procedure in an unk vessel, the guidewire became stuck inside of the catheter. The procedure was completed with another of the same device. No patient injuries or complications were reported. Guidewire and catheter were removed as a unit. Further information has been requested, but has not been received.

Manufacturer narrative:
The complainant indicated that the guidewire will not be returned for evaluation; therefore, a failure analysis is not available, and we are unable to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch will be filed.